Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. A gastric perforation is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient underwent peg-j removal and exchange due to old age. During the procedure, an erosion was found in the stomach. The patient was treated with rabeprazole (pariet) 20 mg one tablet daily.